Event description:
About two years ago the implant was too close to the skin and it was burning her skin. A revision on the ins was performed about two years ago. It was confirmed that the patient had a revision of the ins in 2011.

Event description:
About two years ago the implant was too close to the skin and it was burning her skin. A revision on the ins was performed about two years ago. The patient now thinks that it is too deep because since the revision she has not been able to get more than 4 coupling boxes. Three coupling boxes were normal for the patient. It was confirmed that the patient had a revision of the ins in 2011.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Manufacturer narrative:
(B)(4)